Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resetting) was confirmed. Upon investigation the monitor was intermittently resetting. The cause for the failure was isolated to corrosion on connector j502 in the monitor. The root cause for the corrosion was ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that it was resetting.